Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. Device had cracked reservoir tube lip. It was unable to perform the rewind, basic occlusion, prime, excessive no delivery and displacement tests due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding after changing the battery. Blood glucose value was 437 mg/dl; treated with manual injection. The customer stated she was on vacation and the weather was very humid. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.